Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was tested and the evaluation found minor impact right-rear corner and a broken pkrf. Further investigation found the device failed short circuit display test and the settings were not working properly. The exact cause of the patient's outcome could not be conclusively determined. If additional and/or significant information is received, this report will be supplemented. A review of the instrument history showed that the device has not been returned to olympus for service since 11/19/2014. Cross-reference mfrs: 2951238-2016-00036, 2951238-2016-00037, 2951238-2016-00038, 2951238-2016-00039.

Event description:
Olympus was informed that following routine tonsillectomy procedures, five patients experienced post-tonsillectomy bleeding. The patients were taken to the emergency room for additional treatment. No additional information was provided. Report 1 of 5.